Event description:
During a laparoscopic cholecystectomy procedure, clips were not properly forming and were falling off cystic artery and duct. There was no pt consequence. The case was completed with another device of the same product code.